Event description:
The following was reported "as part of an investigator initiated study, a spreadsheet was provided indicating that an mua was performed on the patient's right knee."

Manufacturer narrative:
The following devices were also listed in this report: triathlon p/a ps beaded #5r; cat# 5516f502 ; lot# unknown, tritanium bplate triathlon s4; cat# 5536b400 ; lot# unknown, triathlon mb patella pa a35; cat# 5554l350 ; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.